Event description:
It was reported that during the procedure to treat a diseased unspecified below-the-knee vessel, after pre-dilating the lesion, a 6.0mm x 40mm x 120cm xpert self-expanding stent system (sess) was advanced onto a non-abbott 0.018-inch guide wire and toward the lesion with all steps in the instructions for use followed, however, the xpert crossed the lesion with resistance felt and force applied. An attempt was then made to release the xpert stent by very slowly retracting the tuohy borst valve over the metal shaft towards the proximal end, but it failed to deploy. The xpert was withdrawn without resistance and prior to attempting to cross again, the stent was noted to be flowering from its sheath. Another xpert was used successfully to complete the procedure with a satisfactory patient outcome. There were no adverse patient effects and no occurrence of a delay that caused any clinically significant patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed; however, the failure to deploy was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the corrective action tracking system for this lot number revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xpert instruction for use (IFU) states: do not advance the xpert device against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, it does not appear that the slight force applied to cross the lesion contributed to the deployment difficulty as there was no related damage noted to the returned device. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.